Event description:
A 4 fr single power PICC in place for 2 weeks for vancomycin daily. On (B)(6), started leaking. Emergency room started peripheral on (B)(6). On (B)(6), tried to flush, but could not. Fluid just leaked out around site, no blood return. PICC checked prior to insertion was protocol. Appears to have small hole at 19 and 21cm upon inspection.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A lot history review (lhr) of rewh0554 showed no other similar product complaint(s) from this lot number.